Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 03-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2012. As a result of essure; plaintiff suffered from severe pelvic pain, hair falling out, migraine headaches, brain fog, numbness and tingling and extreme menstrual changes. In (B)(6) 2014 plaintiff had to have a hysterectomy. Follow-up received on 19-may-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had to have a hysterectomy. This event was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and uterine perforation ("perforated my uterus") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, multi gravida and live birth (((B)(6) 2012,(B)(6) 2007, (B)(6) 2003, (B)(6) 2000,(B)(6) 1997)). Concurrent conditions included nickel sensitivity. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, lower abdominal pain, alopecia ("hair falling out"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), paraesthesia ("tingling"), menstrual disorder ("extreme menstrual changes"), chest pain ("chest pains"), sexual dysfunction ("sexual dysfunction"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), sleep apnoea syndrome ("sleep apnoea"), hyperhidrosis ("excessive sweating"), ovulation pain ("painful ovulation"), pollakiuria ("frequent urination"), breast pain ("breast pain"), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), flatulence ("gas"), dyspepsia ("heartburn"), hypoaesthesia ("numbness in various parts of body"), ovarian cyst ("ovarian cyst") and urinary tract infection ("uti"). Premenstrual dysphoric disorder (pmdd) (¿premenstrual dysphoric disorder¿), headache (¿headache¿), dizziness (dizziness), vertigo (¿vertigo¿), losing consciousness (¿losing consciousness¿(seriousness criteria medically significant), brain fog (¿feeling abnormal¿), ringing in ear (¿tinnitus¿), incontinence (¿incontinence¿), bleeding during sex (¿coital bleeding¿), yeast infection (¿fungal infection¿), bacterial vaginosis (¿bacterial vaginosis¿) with itching in vagina, burning in vagina, stabbing in vagina, vaginal discharge , dental issues (¿tooth disorder¿), bloating (¿abdominal distension¿), back pain (¿back pain¿), mood swings (¿mood swings¿), allergic to nickel/ hypersensitivity reaction to nickel (¿allergy to metals¿), fibromyalgia (¿fibromyalgia¿), hard to twist the coils at the same time she was placing them in (¿device difficult to use¿), essure confirmation test: no (¿investigation noncompliance¿). Diarrohoea (¿diarrohoea¿), fatigue (¿fatigue¿), bumps with fluid draining (¿skin disorder¿). The patient was treated with morphine, codeine, naproxen, vicodin, antibiotics and surgery (hysterectomy and essue was removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, uterine perforation, alopecia, migraine, feeling abnormal, paraesthesia, menstrual disorder, sexual dysfunction, mood swings, anxiety, depression, sleep apnoea syndrome, hyperhidrosis, ovulation pain, cystitis, pollakiuria, breast pain, nausea, vomiting, constipation, flatulence, dyspepsia, ovarian cyst and urinary tract infection outcome was unknown. The reporter considered alopecia, anxiety, breast pain, chest pain, constipation, cystitis, depression, dyspepsia, feeling abnormal, flatulence, hyperhidrosis, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, ovulation pain, paraesthesia, pelvic inflammatory disease, pollakiuria, sexual dysfunction, sleep apnoea syndrome, urinary tract infection, uterine perforation, vomiting, weight increased, hypoaesthesia to be related to essure. The reporter commented: she did not receive treatment for diarrhea, hair loss, loss of libido, painful sex. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-dec-2017: event added per pfs: chest pain, starting approximately 2012, I had daily sharp/stabbing, pelvic pain, chest pains, ovarian cyst, cramping, discharge, bacterial vaginosis, uti, pdi, fibroids, pmdd, severe and persistent pain, excessive non stop bleeding from memes, loss of libido, painful ovulation, incontinence, sexual dysfunction, bleeding during sex, painful sex, yeast infections, bladder infections, frequent urination, breast pain and urination, itching, burning and stabbing in vagina, daily abdominal pain, body swelling, nausea, vomiting, constipation, diarrhea, gas, heartburn, headache, dizziness and often vertigo, losing consciousness, brain fog, anxiety, mood swings, dental issues, depression, ringing in ear, numbness in various parts of the body, folliculitis, excessive weight gain, sleep apnea, excessive sweating. She was treated with morphine, codeine, naproxen, vicodin. Essure was removed hysterectomy. Severe and persistent stabbing pain, diarrhea, bloated belly gone, fatigue gone, mood swings gone, mental fog gone, headaches gone, constant bleeding stopped. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one came out of fallopian tube came back around/ perforated my uterus"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("constant bleeding/excessive bleeding") and loss of consciousness ("losing consciousness") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "hard to twist the coils at the same time she was placing them in". The patient's past medical history included obesity, multi gravida and parity 5 (((B)(6) 2012,(B)(6) 2007, (B)(6) 2003,(B)(6) 2000,(B)(6) 1997)). Concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("bladder infection") and abdominal distension ("bloating"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sexual dysfunction ("sexual dysfunction"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), sleep apnoea syndrome ("sleep apnoea"), hyperhidrosis ("excessive sweating"), ovulation pain ("painful ovulation"), pollakiuria ("frequent urination"), breast pain ("breast pain"), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), flatulence ("gas"), chest pain ("chest pains"), hypoaesthesia ("numbness in various parts of body"), ovarian cyst ("ovarian cyst"), urinary tract infection ("uti"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder (pmdd)"), headache ("headache"), dizziness ("dizziness"), vertigo ("vertigo"), loss of consciousness (seriousness criterion medically significant), feeling abnormal ("brain fog"), tinnitus ("ringing in ear"), paraesthesia ("tingling"), incontinence ("incontinence"), coital bleeding ("bleeding during sex/bleeding with intercourse"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") with vulvovaginal pruritus, vulvovaginal burning sensation, vulvovaginal pain and vaginal discharge, tooth disorder ("dental issues"), back pain ("back pain"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel") with skin disorder, dry skin, skin warm and erythema, fibromyalgia ("fibromyalgia"), alopecia ("hair falling out"), migraine ("migraine headaches"), menstrual disorder ("extreme menstrual changes"), dyspepsia ("heartburn"), investigation noncompliance ("essure confirmation test: no"), diarrhoea ("diarrhea"), fatigue ("fatigue"), uterine leiomyoma ("fibroids"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), vulvovaginal burning sensation ("burning stabbing pain in vagina"), abdominal pain ("abdominal pain"), swelling ("body swelling") and folliculitis ("folliculitis"). The patient was treated with morphine, codeine, naproxen, vicodin, antibiotics and surgery (hysterectomy and essure was removed). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic inflammatory disease, sexual dysfunction, mood swings, anxiety, depression, sleep apnoea syndrome, hyperhidrosis, ovulation pain, cystitis, pollakiuria, breast pain, nausea, vomiting, constipation, flatulence, chest pain, hypoaesthesia, ovarian cyst, urinary tract infection, premenstrual dysphoric disorder, dizziness, vertigo, loss of consciousness, feeling abnormal, tinnitus, paraesthesia, incontinence, coital bleeding, fungal infection, bacterial vaginosis, tooth disorder, back pain, allergy to metals, fibromyalgia, alopecia, migraine, menstrual disorder, dyspepsia, investigation noncompliance, uterine leiomyoma, loss of libido, dyspareunia, vulvovaginal burning sensation, abdominal pain, swelling and folliculitis outcome was unknown and the genital haemorrhage, headache, abdominal distension, diarrhoea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, breast pain, chest pain, coital bleeding, constipation, cystitis, depression, diarrhoea, dizziness, dyspareunia, dyspepsia, fatigue, feeling abnormal, fibromyalgia, flatulence, folliculitis, fungal infection, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, incontinence, investigation noncompliance, loss of consciousness, loss of libido, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, ovulation pain, paraesthesia, pelvic inflammatory disease, pollakiuria, premenstrual dysphoric disorder, sexual dysfunction, sleep apnoea syndrome, swelling, tinnitus, tooth disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vertigo, vomiting, vulvovaginal burning sensation and weight increased to be related to essure. The reporter commented: she did not receive treatment for diarrhea, hair loss, loss of libido, painful sex. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. New events added- fibroids, loss of libido, painful intercourse, burning stabbing pain in vagina, abdominal pain, body swelling, folliculitis and did not undergo essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.